Event description:
It was reported that the pump was dropped and the touch screen became shattered and unresponsive. Customer¿s blood glucose was 242 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.